Manufacturer narrative:
On 11/20/2015 a medtronic representative, following-up at the site, reported the patient was anesthetised and an incision was made, and the percutaneous pin had been placed. They decompressed, however, did not insert the screws as the imaging system was not working properly. The errors occurred with the 3d spin, no issues with the 2d images. They inserted the screws the next day. On 11/20/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Tested 3d spin upon arrival. No error occurred. Reinstalled software and collected error logs. Performed multiple 2d and 3d scans, checked error logs, reported issue did not reoccur. On 11/25/2015 software investigation completed. Log analysis finds that there is no software anomaly. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system software application was displaying an error message. Issue occurred when the radiographic technologist (rt) began to take an x-ray. No further details were provided. The surgeon opted to discontinue the use of the navigation system and the imaging system then halted the procedure to be re-scheduled. Delay was less than one hour.

Manufacturer narrative:
Correction: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional investigation into software anomaly the was completed by a cross-functional team and found: the reported issue happens on the image acquisition system (ias) due to the corrupted database or corrupted configuration file. The log files indicate that the database became corrupted due to loss of power during both startup and shutdown. On the ias computer there is a database that contains the command sequences for the o-arm. This database is created from xml files at application startup. The application then queries this database during operation to perform tasks such as gantry movements and 3d acquisitions. As part of a proper shutdown, the application will delete the database on the ias computer. However, when the application does not shutdown properly due to a power loss, the database is not deleted. On the next startup, the system tries to create the command sequence database but cannot because it already exists. This causes the ias startup to fail. The root cause of the ias not starting properly is the presence of the command sequence database from the previous instance of the application. The database exists because the system lost power before the application properly shutdown.